Event description:
It was reported that a patient's device showed high impedance. Patient had a lead revision and high impedance was resolved. The explanted suspect product has not been received to date. No other relevant information has been received to date.